Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. Customer's mother has changed the customer's site six times, but their high blood glucose persisted. The customer's blood glucose was over 600 mg/dl. Customer had treated their blood glucose with a manual injection. It was also found the customer did not have any symptoms of high blood glucose. Troubleshooting found the customer's insulin pump was working as designed. The customer's alarm history also showed a no delivery alarm had occurred. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.